Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the drawer failed and required maintenance due to component issue. Field service engineer reseated retractor band cable and row board cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 3.2 failed and required maintenance. The customer reported that users were unable to remove medications from drawer. There was delay in patient care as the user was able to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.